Event description:
The complainant is the mother of a 3 year old type I diabetic. She indicated that the glucometer elite gave a blood glucose reading of 409mg/dl. She gave her daughter 1/2 a units of regular insulin. Her daughter didn't eat much dinner so she tested her again approximately 2.5 hrs later. The elite system gave a result of 575mg/dl.since her daughters blood sugar did not "go down" she gave her and add'l full unit of regular insulin. Approximately 10 minutes later, she re-tested her daughter using a competitive system and received a blood sugar of 150mg/dl. She then re-tested her again using the elite system and it read 141mg/dl. While on the phone the elite system was evaluated. The check strip as well as the normal control were tested and found satisfactory. A request was made to return the system for eval.